Event description:
Customer stated that the device over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device is not available for eval. A follow-up report will be filed if the device is returned back to the MFR for investigation.